Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's parent reported via phone call, the insulin pump had alarmed motor error while customer was changing set. Customer's blood glucose was 278 mg/dl. Troubleshooting for motor error was performed and the insulin pump was unable to complete the rewind sequence. Customer's parent does not recall any significant event that might have caused the insulin pump to alarm. The customer's parent was advised to discontinue use of the device, revert to back, and the insulin pump had to be replaced. Customer's parent agreed to return the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.